Manufacturer narrative:
Received one device, visual and functional testing and inspection found motor rate sensor is malfunctioning. Replaced main printed circuit board (pcb) and recalibrated all sensors which resolved the motor rate error. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had a motor drive error. There was unknown patient involvement and unknown patient harm/adverse event reported.